Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg records and the quality control testing. This lot met all release criteria. Device eval: the device was returned for eval. The catheter shaft exhibited one kink at approx 52.5cm from the distal tip of the balloon. The balloon contained torn pebax and fiber bunching approx 3.5cm from the distal tip of the balloon. The bunching had caused the balloon barrel to slightly constrict. The same balloon area contained unraveled and broken circumferential fibers. The length of the broken circumferential fibers was approx 9.5 cm. No other anomalies were noted. Functional/performance eval(s): the inflation hub was connected to an inflation and an attempt was made to inflate the balloon. Upon inflation, the bunched fibers constricted the barrel of the balloon, resulting in an asymmetrical shape. No leaks or ruptures were observed. Dimensional eval(s): the length of the catheter measured at approx 76.8cm from the distal tip of the balloon to the strain relief. This dimension is within specs. Conclusion: based on the sample eval, the reported event is confirmed for unraveled/loose circumferential fibers. Based upon the available info, it is unk how the fiber unraveling occurred. Procedural and/or pt factors could influence/contribute to this type of failure. Attempts to obtain add'l pt and procedural info from the physician about this event were unsuccessful. The definitive root cause is unk.

Event description:
It was reported that upon post-procedure, removal of the pta balloon dilatation catheter, the balloon was observed to have loose fibers. There was no report of pt injury.